Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a whitish foreign material inside the air water tube and cylinder and were unable to confirm the type of material it was but was attributed to insufficient cleaning. Additional evaluation findings were as follows: the air water cylinder, the suction cylinder and the right and left knob all had discoloration, the grip and the scope connector cover both had a scratch, the electrical connector guide pin was deformed and caused water tightness to be lost as well as connector corrosion, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the probe cover had a chip, the light guide had a crack and a chip, the bending tube was deformed and the adhesive on the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the supply plug was leaking and that the lens was scratched at the distal end on their evis exera ii gastrointestinal videoscope. The issue was found during preparation for use. Inspection and testing of the returned device found that the air water tube and air water cylinder had foreign material. There was no report of delay or patient harm. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found air water tube and air water cylinder had foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to appear. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.